Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Approximately 7 months post-op the patient underwent a removal surgery of the l4 pedicle screw and part of the rod. No additional patient information is available.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.